Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. This was discovered during use. The following information was provided by the initial reporter: when pressing the button on the device, the button "sank" but did not retract the needle.

Manufacturer narrative:
H.6. Investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0029233, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed an activation failure. Based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. CAPA project 1649646 was already opened by the manufacturing facility to correct this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.(B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. This was discovered during use. The following information was provided by the initial reporter: when pressing the button on the device, the button "sank" but did not retract the needle.